Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Dhrs (device history record) for the libre reader and kit pack for verification of correct cable and adapter were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device no longer charges. As a result, the customer experienced symptoms of hypoglycemia such as sweating, 'eyes turn', and shaking. The customer was unable to self-treat, requiring treatment of oral glucose by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device no longer charges. As a result, the customer experienced symptoms of hypoglycemia such as sweating, 'eyes turn', and shaking. The customer was unable to self-treat, requiring treatment of oral glucose by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and dislodged usb port was observed. Reader did not powered on with button depression. The damaged usb port prevented the customer from charging the reader. The returned reader was de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use due to damaged usb port. At this time cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.